Event description:
Country of complaint: (B)(6). Cases of laparotomy for clean contaminated and contaminated cases it has been observed that wounds closed with monomax have developed soft skin tissue infection, when compared to those closed with nylon.

Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2014. Mfg site eval: eval on-going.